Event description:
The pt was in a life-threatening situation and underwent defibrillation. The pt was not quite responsive and had a return of tremor; his family wanted the device turned on. The device was unresponsive to telemetry attempts by the clinician programmer. Further info is being requested at this time.

Manufacturer narrative:
(B) (4)